Event description:
It was reported to boston scientific corporation that a trapezoid rx was used near the ampulla during an endoscopic retrograde (ercp) procedure on (B)(6) 2024. During the procedure, a trapezoid rx was used with an alliance handle to attempt to crush a stone. However, the basket detached and remained inside the patient. A picture was provided by the customer showing the basket detached. The patient was transferred to the emergency room and a laparotomy was performed to remove the basket from patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of basket detached. Imdrf impact code f19 and f08 captures the reportable event that the patient was transferred to the emergency room and a laparotomy was performed to remove the basket from patient.